Event description:
Per anesthesia resident: they were attempting to insert a PICC line into the patient's left upper arm. While inserting the guidewire they felt resistance and immediately stopped advancing the guidewire. When they gently tried to pull back on the guidewire, it caused a vagal response and the patient became bradycardic. They treated the patient and once she was stable, they attempted again to pull out the guidewire, but still felt resistance. They called for anesthesia help and got an ultrasound. They were able to trace that the guidewire was in the ij. They called for x-ray and a cardiac anesthesiologist also performed a tee and confirm the wire was not in the heart. An x-ray confirmed that the guidewire was in the ij near the head. With the neurosurgery team, x-ray, and cardiac anesthesia present, they attempted to pull out the guidewire. They were able to pull quite a bit of it out, but realized it had unraveled and that the remaining wire was still wire in the patient's ij unmoved. The decision was made amongst the team to continue with the scheduled aneurysm clipping and to have vascular follow to retrieve the remaining guidewire via neck cutdown. Most of the exposed guidewire was cut and the remaining exposed guidewire was secured with gauze and tape.